Event description:
It was reported that the gastrointestinal videoscope was observed to have tissue adhesive inside the channel during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.